Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and abdominoplasty with repair of diastasis on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent repair of a recurrent incisional hernia and removal surgery on 6/24/2011 during which the surgeon noted the old mesh was floating within a seroma and noted adhesions. It was reported that the patient underwent a repair of recurrent incisional hernia, excision of old mesh and removal of adhesions on (B)(6) 2012. It was reported that the patient underwent recurrent ventral hernia surgery on (B)(6) 2013. It was reported that the patient experienced severe pain, adhesions, disfigurement, seroma, mesh migration, scarring, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. It was reported that the patient underwent incisional/umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. Other implanted products are captured in separate files. No additional information was provided.